Event description:
Same case as MDR # 2134265-2013-06333 and MDR # 2134265-2013-06334. It was reported that during a percutaneous coronary intervention (pci), automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with the imaging catheter to visualize the lesion. During the procedure, mdu was unable to perform automatic pullback. No complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications and the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR # 2134265-2013-06333 and MDR # 2134265-2013-06334. It was reported that during a percutaneous coronary intervention (pci), automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with the imaging catheter to visualize the lesion. During the procedure, mdu was unable to perform automatic pullback. No complications were reported and patient's status was stable.